Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing with automatic mode switch episodes. No medical intervention was performed. No patient symptoms were reported.